Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that the device measured lower peep (positive end expiratory pressure) than set. There was no patient involvement.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01201-000 section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english section d4, expiration date, of the initial medwatch report stated: blank section d4, expiration date, of the initial medwatch report should have stated: 07/16/2022 section d4, UDI #, of the initial medwatch report stated: (B)(4) section d4, UDI #, of the initial medwatch report should have stated: (B)(4). Section h4, device manufacturer date, of the initial medwatch report stated: 07/02/2020 section h4, device manufacturer date, of the initial medwatch report should have stated: 07/16/2020 new information for supplemental medwatch report 001 -- the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it measuring lower peep (positive end expiratory pressure) than set was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.